Event description:
Reporter noted capsular rupture occurred with I/a tip due to unstable aspiration with demo unit. Only one iol implanted due to this complication.

Event description:
Outcome of event reported as good.